Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had coronary heart disease of the left main trunk with three-vessel lesions and was undergoing a selective coronary angiography with percutaneous transluminal coronary angioplasty (ptca) under intravascular ultrasound (ivus) guidance with stent implantation. An attempt was made to use one nc sprinter coronary balloon catheter to treat a lesion. The balloon was being used to dilate the blood vessel. It was reported that during the surgery the balloon ruptured. The nc sprinter was immediately replaced with a new balloon which was used to complete the surgery. The operation time was prolonged. No patient injury reported.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.